Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.